Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during bolus and basal rates. Customer's blood glucose was 280 mg/dl. The customer stated that exits during 5 unit fixed prime. The customer was advised that the possible cause of alarm is site related issue, hardened, blood and scar tissue. Customer was advised to change insertion site.